Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/20/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
This supplement is part of our retrospective 2024 complaint remediation. The pump was returned and tested: the pump's event log was pulled as part of the evaluation and upon review it was noted that there was no evidence of system error found in the log, as reported by the end user. The system error alarm can normally be seen by the "e02" alarm code in the pump's event log, but there were none noted. The pump's event log that was pulled will be attached, see "(B)(6)". A 50 ml infusion was ran on the pump instead of a 100 ml infusion due to a limit in the customer's library configuration. The infusion ran for 50 ml at a rate of .5 ml per hour. The infusion was successfully completed and the pump did not alarm system error before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction. It was noted that the pump's label with all of the model information is completely erased. The only way to verify the pump's information is by physically turning it on to see all model information as it powers up. An image will be attached, see "719132 label". Further investigation of this pump is excluded as the failure mode for this device has been previously investigated through product CAPA it2023-15 and this product has been removed from the market under recall z- 1285-2024. Functional testing confirmed the reported condition but was not duplicated during testing. The cause remains undetermined. Reference to complaint# (B)(4).